Event description:
Called to report home patient had issue with cassette. Home patient stated set did not stop priming. Set was trying to pull from empty bag. Initial message from the patient indicated problems when loading cassettes. Writer spoke to home patient who then stated the set did not stop priming - set was trying to pull from empty bag. Patient reported infusion had finished and he turned off machine. Patient did not have sample - stated he had priming issue with 4 other sets - patient stated he had been able to complete infusions and was able to review amount infused. Writer asked patient to contact his dialysis nurse as patient stated he was a new user. Patient reported no adverse affects. Writer requested patient notify them if it occurred again and to keep sets. Patient was able to provide lot # from empty ctn. And was using a different lot without any issues.

Manufacturer narrative:
Home patient's nurse has agreed to review proper procedures with home patient. Samples not available from home patient.